Event description:
The customer reported that on (B)(6) 2012 an erroneously low blood urea nitrogen (bun) result was generated on a unicel dxc 600 synchron system for a patient sample. Upon repeat, a higher bun result was generated and considered valid. The instrument was experiencing "blank max" errors. Instrument quality control results prior to the event had recovered low, but upon repeat had generated results within the customer's established specifications. Beckman coulter inc. Assessment of customer supplied calibration data revealed that calibration results generated prior to the event were regarded as acceptable. The initial, erroneous bun result was not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to the event. Specific patient information and sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) replaced both mixer paddles which appeared to have resolved the issue. Upon completion of the necessary repairs, the instrument was returned back into operation.